Event description:
As reported by a field clinical specialist, during a tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured during post dilation. There was difficulty removing delivery system from sheath. The sheath and delivery system removed as a single unit. Arthrotomy and perclose as usual. Per pre-deco evaluation the commander and sheath were returned and the liner was fully delaminated for approx. 1" from distal tip.

Manufacturer narrative:
The investigation is ongoing.